Event description:
A caller reported that the pump battery would not charge, although no power source alert was received. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try charging the pump using a different wall outlet and to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.